Event description:
A report was received that the caregiver alleged a ventilator failed or "crashed" while the pt was in a hoyer lift. An ambulance was called and the pt was admitted to the hospital. The pt expired several days later. It is unclear if the alleged event contributed to the pt death.

Manufacturer narrative:
The family uses two achieva ventilators interchangeably and has not made it clear which device was the primary at the time of the event. As there is only one event, only one medwatch report is submitted. The caregiver also alleged the second device failed when use as a backup was attempted. Puritan bennett was invited to conduct general evaluations of both devices for proper operation, alarm function and event log download. This was conducted at the family home, where the ventilators were quarantined. Both devices were found to function and alarm as designed. As the devices were not returned to the manufacturer investigation site for full investigation, a higher level investigation was not possible. If more info becomes available, a follow up medwatch will be submitted.